Event description:
It was reported that the patient with this right atrial lead experienced a syncope episode. Analysis of the system determined that this lead exhibited low amplitude and undersensing. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.